Event description:
During surgery to reduce spondylolisthesis of l5-s1 in 2007, the extender sleeve broke while inserting the rod on one side of the construct while trying to realign the screws. No parts were left in the patient. The surgical time extension was 20 minutes.

Manufacturer narrative:
A review of the device history record for the lot found the product met specifications. The visual inspection of the returned part indicates the tip of the sleeve that attaches to the screw is broken. The investigation determined the most likely cause is the user applying excessive stress to the sleeve causing the tip to break. A product bulletin is available to aid surgeons in correct use of the device.